Event description:
Surgeon attempted to fire the ethicon 45mm vascular load ref #tr45w, lot#344a30 and was unsuccessful as it did not function properly when surgeon tried to attempt to fire again using a new stapler. New stapler was used and faulty load was removed from field. FDA safety report ID# (B)(4).